Event description:
Information received by medtronic indicated that the customer reported a insulin flow blockage during fill tubing. Troubleshooting was performed and assisted the customer in performing a fixed prime/fill cannula after rewinding and reinserting the reservoir the insulin was not exited; however, found that the insulin flow block alarm was caused by the set or reservoir. No harm requiring medical intervention was reported. The customer continued to use the device and will not be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly or possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. No bolus anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no insulin flow block alarm/no delivery alarm noted on the event date 30-jun-2023 in the pump history file. Please see below for the boluses listed on the event date 30-jun-2023 in the pump history file. 06/30/2023 00:10:41.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 5000 (0.5 u), bolusamountdelivered: 5000 (0.5 u). 06/30/2023 07:53:20.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 26000 (2.6 u), bolusamountdelivered: 26000 (2.6 u). 06/30/2023 10:03:45.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 15000 (1.5 u), bolusamountdelivered: 15000 (1.5 u). 06/30/2023 11:25:18.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 19000 (1.9 u), bolusamountdelivered: 19000 (1.9 u). 06/30/2023 12:08:24.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 1000 (0.1 u). 06/30/2023 13:19:39.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 5000 (0.5 u), bolusamountdelivered: 5000 (0.5 u). 06/30/2023 15:16:17.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 18000 (1.8 u), bolusamountdelivered: 18000 (1.8 u). 06/30/2023 17:57:26.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 22000 (2.2 u), bolusamountdelivered: 22000 (2.2 u). 06/30/2023 19:52:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) 06/30/2023 23:52:19.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 18000 (1.8 u), bolusamountdelivered: 18000 (1.8 u). Please see below for the daily total of all insulin delivered on the event date 30-jun-2023 in the pump history file. 07/01/2023 00:00:00.000 dailytotals (60) dailytotalcollectionstarttime: 06/30/2023 00:00:00.000, dailytotalofallinsulindelivered: 201000 (20.1 u), dailytotalofbasalinsulindelivered: 59000 (5.9 u), dailytotalofbolusinsulindelivered: 142000 (14.2 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 30-jun-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 30-jun-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Possible under delivery anomaly not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.